Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was reported that the surgeon profile was not set up on the system. So the standard profile was opened and the navigation functioned as designed when utilizing the foot-pedal. The surgeon profiles on the system were updated to these settings. It was reported that the application software of the system was upgraded as well. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was loading exams for a case and received an error code 64. The site rebooted the system, but the error appeared again. After a third reboot, the error went away. Technical services (ts) recommended reloading the exam if the error occurred again. A medtronic representative called back and reported that the message came up on the screen 4 times, and that re-burning the disc did not resolve the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The logs and core traces were reviewed, and it was found that the application crashed a total of 5 times in what seems to be the exact same place in the code.